Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was a liquid foreign matter in the bd ultra-fine¿ insulin syringe 31 g x 6 mm that comes out of the needle. No medical interventions.

Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6179716. Customer returned (11) 1cc, 6mm, 31g syringes in an open poly bag from lot # 6179716. Customer states that a liquid comes out of the needle. All returned syringes were examined and no liquid or any other foreign matter was observed in any of the samples. However, one sample exhibited a clear droplet of material come out of the cannula when fully depressing the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Silicone is an inert, non toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Conclusion: possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv. CAPA # (B)(4) and situation analysis # (B)(4) have been opened to address this issue.